Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, pn unknown, ln unknown, unknown liner, pn unknown, ln unknown, unknown stem, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-04610, 0001822565-2019-04611. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the 411 group that a patient underwent right hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. The sales rep was inquiring about implant identification. Attempts were made to obtain additional information; however, none was available.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.